Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was reviewed. The photo shows the balloon was noted to be stuck within an unknown sheath, the balloon was noted to be in a deflated condition, and the catheter was noted to be detached from the balloon, exposing the inner guide wire lumen. No evidence of balloon rupture could be noted due to the device's condition. No other anomalies were noted. Based on the photo review, it was observed that the catheter was noted to be detached, exposing the inner guide wire lumen. The balloon was noted to be stuck within an unknown sheath, but no objective evidence of balloon rupture was noted. Therefore, the investigation was confirmed for the identified balloon removal issue, catheter detachment and the reported balloon rupture remains inconclusive. A definitive root cause for the identified balloon removal issue, catheter detachment and reported balloon rupture could not be determined based upon the provided information. Labelling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 01/2025). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly burst when the pressure was less than 30 atm. The procedure was completed using another device. There was no reported patient injury.